Event description:
It was reported that scar tissue developed and covered one of the patient's leads. This resulted in the patient not getting benefit from stim on one side and 30% pain relief. The patient worked with her physician and re-programming was used to address this problem. The patient reported that after implant she experienced shingles over the stimulator for 2.5 weeks, but this was resolved quickly with treatment.

Manufacturer narrative:
Product ID 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product typ lead product ID 37752, lot# serial# (B)(4), product typ recharger product ID 37742, lot# serial# (B)(4), product typ programmer, patient product ID 3708240, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product typ extension. (B)(4).